Manufacturer narrative:
Date of initial report: (B)(6) 2017, date of follow-up report: (B)(6) 2017, one used lf4318 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(4) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a low anterior resection, the jaws did not open after sealing and cutting tissue. The handle was squeezed a few times and the jaws opened, releasing the tissue. No patient injury resulted.